Event description:
Procedure: lap colectomy according to the reporter: surgeon was in the process of doing an anastamosis of the proximal and distal colon. His assistant had a hard time closing the instrument, but was able to do so. She saw the green bar in the window, waited 30 seconds and fired the instrument. The surgeon says he saw the tissue around the anvil melting away as his assistant was firing. He said it looked as though the instrument was cutting before placing staples. He opened up another device and fired again. Upon doing a leak test, he got bubbles. The patient ended up with a colostomy bag. There was green in the window and the patient's tissue was of normal thickness. There was unanticipated tissue loss and unanticipated extension for incision of more than 1inch as the patient had to have a colostomy. There was no unanticipated blood loss of more than 500cc. Surgery time was delayed by more than 30 minutes but there were no adverse affects on the patient due to the delay. No device fragment fell in patient cavity. No reinforcement material was used. The device was used in the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on (B)(6) 2015